Manufacturer narrative:
During evaluation, it was observed that teeth of the starburst were worn off. The running surface of the index knob has scratches and burrs. The swivel base has a hairline crack. This device exceeds its expected life of 7 years this is the first time the device has been sent in for service. The complaint event is confirmed. The root cause for this complaint event appeared to be worn out starburst teeth due to lack of preventative maintenance. This condition would have been discovered by inspection and functional testing prior to use.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the a1059 mayfield modified skull clamp had a defective locking system on (B)(6) 2018. The head of the patient slipped outside which conducted to a deep left laceration caused by one of the pins. The issue happened at the beginning of the surgery and it lead to an increase of surgery time of 40 minutes. The patient had to have another surgery two (2) weeks later.